Manufacturer narrative:
Consumer reported concerns of inadequate bone quality/ quantity also concerns of infection, mobility & bruxism, bleeding & pain.

Event description:
Consumer reported concerns of inadequate bone quality/ quantity also concerns of infection, mobility & bruxism, bleeding & pain.